Event description:
It was reported that admin set 20 dp, w/ filter y site leaked. The following information was provided by the initial reporter: material no: a2-80071-df, batch no: 20036759. It was reported that an administration set model was leaking at the filter.

Manufacturer narrative:
H.6. Investigation: it was reported a2-80071-df-admin set 20 dp, w/ filter y site-na, that an administration set model was leaking at the filter. Sample or photos were not provided by the customer, the leak failure mode could not be confirmed on the model a2-80071-df. A gemba walk was carried out to identify possible findings in the manufacturing process according to the operations flow of the model a2-80071-df. No opportunities were found in the production process for the model a2-80071-df after the gemba walk was performed and the potential root cause could not be determined since the failure mode was not confirmed. Also, the leak is reported in the filter, it is provided by the supplier, but tj manufacturing cannot guarantee that it is a supplier related failure mode because there are some factors that can lead to this failure mode (if is for a damage, raw material, badly sealed, handling in the process, etc.). To detect leak failure mode, the pcp personnel perform leak tests to the model produced according to the atp-007 tp, product leak tahiti-10000004835. DHR review model : a2-80071-df, lot: 20036759, no qns were found in the reported lot.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that admin set 20 dp, w/ filter y site leaked. The following information was provided by the initial reporter: material no: a2-80071-df batch no: 20036759. It was reported that an administration set model was leaking at the filter.